Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for spinal pain indications and failed back surgery syndrome leg/back. It was reported that the hcp was currently with the patient to refill the pump and the pump was showing a motor stall since (B)(6) 2026 but it had not recovered. The patient did have magnetic resonance imaging (MRI) on that date. Technical services reviewed that it was likely that the pump had been in telemetry mode and the log would appear in about 20 minutes or less. Additional information received indicated that, after talking with technical services, the hcp refilled the pump. There were no volume discrepancies. The hcp re-interrogated the pump and a recovery was logged at the time of the interrogation.